Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter was alleging all the keypad buttons were intermittently responding over the last few weeks prior to contacting animas. The reporter said she had to press harder and pressed several times before they would respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings:a visual inspection of the keypad showed no signs of damage. All the keypad buttons were properly responsive during testing. The keypad cover was opened and evidence of contamination was found under all key contacts.